Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly for evaluation consisting of a guide wire, advancer tube and straightener tube. The guide wire was returned retracted into the advancer tube. Visual examination revealed the guide wire had two severe kinks adjacent to each other towards the distal tip. The kinks to the guide wire body distorted the distal j-bend angle. No defects or anomalies were observed on the advancer tube or straightener tube. Microscopic examination revealed several offset coils along the curve of the guide wire j-bend. The coils at the kinks were also observed to be slightly offset. Both welds were full and spherical. Visual inspection of the ars could not be performed as the syringe was not returned. The kinks in the guide wire body were located 1.9cm and 2.1 cm from the distal tip. The offset coils were located between 0.6-1.1cm from the distal tip. The outer diameter (od) and the overall length of the guide wire were measured and found to be within specification. A dimensional inspection of the ars could not be performed as the syringe was not returned. The guide wire was inserted through a lab inventory ars and passed through the syringe with minimal resistance. Other remarks: functional inspection with the actual ars could not be performed as the syringe was not returned. A manual tug test confirmed that both the proximal and distal welds were intact. A device history record (DHR) review was performed on the guide wire and ars and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report of resistance between the guide wire and the ars could not be confirmed through evaluation of the returned partial sample; however, the defect of a kinked guide wire was confirmed. The returned guide wire was kinked in two locations and offset coils were observed towards the distal end. The ars was not returned by the customer, therefore, the reported resistance could not be verified. No manufacturing defects were found during this investigation and the guide wire passed through a lab inventory ars with little resistance. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and ars resistance could not be determined based upon the information provided and without the ars being returned.

Event description:
The customer alleges that the spring guide wire got stuck (kinked) in the ars (syringe) and didn't advance further. A new device was used.

Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar device sold in the us.

Event description:
The customer alleges that the spring guide wire got stuck (kinked) in the ars (syringe) and didn't advance further. A new device was used.